Manufacturer narrative:
An evaluation of the returned device could not confirm the reported problem. The unit passed main leakage. The unit power accuracy and open circuit voltage meets specifications. Additional problems found that the front bezel is broken. The preventive maintenance was overdue. A device history record (DHR) review was not conducted as the device has been in the field greater than 12 months. The service history was reviewed, and no prior data was found. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 5 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: there are no user serviceable parts in this equipment. Improper servicing of the equipment could result in improper operation and present a risk of electric shock. Avoid the risk of electric shock, this equipment must only be connected to a supply main with protective earth. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-8018-sys, the sys 5000-full, eng fp, int, during post-op on (B)(6) 2024 was reported as, ¿after case was finished and machine was unplugged, scrub nurse touched the prongs of the power cable and received mild shock.¿ there was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, 60-8018-sys, the sys 5000-full, eng fp, int, during post-op on (B)(6) 2024 was reported as, ¿after case was finished and machine was unplugged, scrub nurse touched the prongs of the power cable and received mild shock.¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.